Event description:
The mackool tip used for phaco during cataract extraction was noted to cause excessie heating at the site of the corneal incision resulting in a leak requiring suture placement. The distributor was notified, all the mackool tip packs were removed and replaced with abs tip packs.